Manufacturer narrative:
A device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General reported received of an unspecified number of undocumented incidents of device breakage. On unspecified dates, the tubing sets were being used to deliver either unspecified antibiotics or unspecified concentrations of saline solution. At unspecified times, the customer contact reported that the male adapter of unspecified syringes were connected to the female adapter of the tubing sets to deliver an unspecified medication. It was reported that after the deliveries were complete, the syringes were difficult to disconnect from the female adapter of the tubing sets. At this time, the customer contact reported that the female adapters would break at an unspecified location. The tubing sets were replaced and the therapies were resumed. Although there was potential for leaks, no leakage of solutions was reported. There were no reported adverse pt effects and no reported delays in therapies critical to these patients. No medical interventions were reported. Though requested, no additional info was provided.